Event description:
The MFR received info from a third party service center alleging a ventilator would not power on. There was no harm or injury reported. The eval of this device is still ongoing. At this point, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.